Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Only the used infusion manifold was returned and visually inspected. No obvious defects were found. The returned infusion manifold was found to be in good condition. One lab stock pak was used to test the returned product. The infusion manifold connectors were connected to the cassette without any interference. The product was tested using the console with the current software. The sample could prime and pass intraocular pressure (iop) calibration successfully. No air leak or occlusion was detected from the infusion airline during priming process. The infusion pressure and flow rates all met specification. No message code appeared on the screen. Cleaning process was able to be performed after functional test was completed. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this tim the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that water did not come out from infusion during the cataract/vitrectomy combination surgery. The surgery was completed on the same day after replaced with the same product. There was no report of patient impact.